Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds, low impedance with warning triggered and polarity switch occurred. It was also reported rv lead insulation damage occurred. Diagnostic testing/troubleshooting performed. The rv lead was capped, remains implanted-out of service and a new lead was implanted. No patient complications have been reported as a result of this event.